Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an occlusion issue with the pump. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was over 500 mg/dl with large ketones and symptom of vomiting. Reportedly, the patient was hospitalized, treated with insulin via the pump, IV insulin and IV fluids. It was reported that there were no pump setting adjustments before or after the alleged event and that the patient had been having a recurrent occlusion issue. Troubleshooting determined that the patient had been correctly using the cartridges and infusion sets and that a review of the bolus history for cancelled boluses determined that 1 of 7 units had been delivered. It was reported that pump use resumed after replacement. This complaint is being reported for alleged hyperglycemia associated with an occlusion issue of unknown origin for which a pump malfunction could not be ruled out.